Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for not feeling well with a heart rate of less than 40 beats per minute and three to six second pauses seen on telemetry. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. Interrogation shows that the right ventricular (rv) lead had oversensing of noise causing the device to inhibit pacing. The lead was found to have high impedance on the rv coil. The patient had a temporary wire inserted as backup due to the patient¿s complete heart block. The lead was reprogrammed with detection turned off until lead revision. The rv lead was revised and a previous lead that was left usable and capped in the patient was tested and reactivated. The rv lead was partially extracted and cut at the yolk with the rest of the lead capped remaining in the patient. No further patient complications have been reported as a result of this event.